Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® ultraperc® single dilator technique kit containing a blue line ultra® tracheostomy tube cuff had a leak. The issue was observed by a surgeon during a procedure. No patient injury was reported. The incident was considered to be resolved.